Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remained in the patient. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is a known adverse event as listed in the xact instructions for use (IFU). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Reportedly the patient presented to the emergency room with a stroke. During the procedure a dissection of the internal carotid artery occurred, however, it is unknown what caused the dissection. An emboshield was advanced and placed in what was thought to be healthy tissue and the xact stent was then advanced for treatment of the dissection. However, after placement of the xact stent, the dissection seemed worse. The emboshield was removed and the procedure stopped. No additional treatment was attempted because the patient was so sick when they initially presented to the emergency room. No additional event or patient information is available.

Event description:
Subsequent to filing the initial MDR, additional information was received: the patient went to kaiser the next day and was extubated. The patient was moving the contralateral side plus the same side leg which is notable considering the severity of the stroke.